Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this right ventricular lead exhibited high out of range pace impedance measurements. The high impedances were attributed to a lead conductor fracture. This lead was electrically abandoned and replaced. No additional adverse patient effects.